Event description:
A nurse has been reported that during the intraocular lens (iol) implant procedure, reported the loading error . The haptic was broken during insertion. There was patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).